Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured. The balloon was simply removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications reported and patient was good post procedure.